Event description:
In 2009, the pt reported that about 2 weeks ago, she noticed the display on her insulin infusion device was hard to read. She stated there is a black line in the middle of the screen and a triangular area that is blank. She said she can usually read the right side of the screen but the left side fades out so that it is difficult to read. She stated she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.